Event description:
Patient's (pt's) wife reported pt's pump malfunctioned yesterday while trying to infuse. Pt's wife stated the spring was not pushing. Pt is not interested in receiving a replacement dose at this time. Pump serial number and expiration date are unknown as they were not reported. Pt did miss a dose. Pt did not experience an adverse event. The pharmacy is replacing the pump. The device is available for return. Unknown if md is aware. No additional information available.